Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for over 10 years. The delivery system will be returned to given.